Manufacturer narrative:
The thermogard console was evaluated by zoll services at the customer site. The reported complaint of the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message was confirmed during the event log review and functional testing. The root cause for the reported complaint was due to defective cooling engine, as a result of normal wear and tear of the console. The thermogard console was manufactured in 2011 and is more than 9 years old, well beyond its expected serviceable life of 5 years. Upon visual inspection, observed bad bearing on the rotor pump, this observation is not related to the reported event. The root cause of the bad bearing on the rotor pump was likely due to normal wear and tear for the age of the device. Also, unrelated to the reported complaint, noted damaged saline bag hook, likely due to the user mishandling. The defective pump rotor and the hook need to be replaced to address the observed issues. The thermogard xp ivtm system failed functional testing due to no static pressure prior to the system start, thus confirming a defective cooling engine. The cooling engine needs to be replaced to address the reported complaint. The event log review showed the occurrence of multiple tcmid:06 errors on the reported complaint date. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During setup for patient use, the thermogard console (sn (B)(4)) displayed tcmid: 06 (ce post failure) error message upon power-up. Following this, another console was used for ivtm treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.